Event description:
It was reported when using the bd pyxis¿ medstation¿ es sever failed to process order messages, shortly after it was upgraded to version 1.10. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi 1503-004-000-swi-mms complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the device did not process the concurrent error. A technical support specialist created a product service engineer consult (B)(4) and instance of this issue had been added to an existing purchase item (B)(4), performed the knowledge article¿ med es server messages not processing concurrent error¿ to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.